Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had went to bed with a blood glucose level of 149 mg/dl, but woke up with a blood glucose level of 449 mg/dl. Customer started to deliver a bolus on a clot but nothing was coming out. Customer did not contact their health care provider for their high blood glucose levels. Customer has treated with a manual injection. Customer was advised to disconnect from pump. Customer found air bubbles in the tubing. Customer stated that the approximate size of the bubbles was 1/16 inches. Customer stated that the pump was not rewound with the reservoir in place. Customer reprogrammed fixed prime amount to 0.6 u. Customer stated that the cannula was not bent or crimped. Customer an a manual prime and the insulin exited the tubing. Pump setting were correct. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer was advised to change the entire set, reservoir, and insulin. No additional information provided.